Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
Additional review indicated that this was reportable event. It was reported that the patient was experiencing intermittent pain control since the pump was implanted. The caller stated that ¿since in (B)(6), noticed-the pump would do different things, like, he would feel like it wouldn¿t work for a couple of days and then all of a sudden he would feel like he would get, feel the drug amount go through,¿ the patient¿s symptoms were dizzy, confused, and memory loss. The patient would feel like it wasn¿t working for a few days, and then he would feel that effect again, to the point that it got severe here a couple of weeks ago. The patient was considering to remove the system. The drugs delivered in the system were morphine clonidine bupivacaine (marcaine) prialt other. Additional information had been requested but was not available at the time of this report.